Manufacturer narrative:
The stapler 45 instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of "stapler jaw wouldn't open; it is locked closed." For clarification, the instrument was found to have jammed mechanism homing failures, resulting in the grip assembly to be hard clamped shut and a blue reload stuck. The known common cause of this failure is mishandling/misuse. An isi technician was able remove the reload successfully using the stapler release kit. Review of the logs showed that the instrument was found to have several jammed mechanism homing failures on (B)(6) 2020 using system (B)(4). Failure analysis found the primary failure of homing/initialization failures to be related to the customer reported complaint. Additional observation not reported was that the instrument was found with a broken grip cable at the backend upon housing removal. Intuitive motion was not being experienced upon manual input of the disk knobs. The instrument was placed on system but failed engagement due to the broken grip cable. Failure analysis found the additional failure of a broken grip cable - proximal to be related to the customer reported complaint. No images or videos were shared for the event. A log review was conducted, which resulted in the following findings: the instrument was last used on (B)(6) 2020 on system (B)(4). This complaint is being reported based on the following conclusion: the stapler jaws would not open when commanded by the user or system. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the stapler 45 instrument jaws were locked closed and would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.